Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing it was noted the fan was not turning. The probable cause of the customer reported s233 was broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. There were no reported adverse events or delays of critical therapies while the device was in clinical use. No additional information was provided.